Event description:
It was reported that a (B)(6) female who underwent breast augmentation revision with a 475cc mentor memorygel breast implant experienced right sided baker grade ii capsular contracture and right sided rupture post procedure. The rupture was discovered during explant. Explant and replacement with a new 475cc mentor memorygel breast implant was performed on (B)(6) 2021.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).